Event description:
It was reported the device system was removed due to staph infection. Additional information has been requested, a follow-up report will be submitted when/if additional information becomes available.

Manufacturer narrative:
.